Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injections of vancomycin (2 gm in 5 days), injections of fortum (1gm per day) and amikacin (100 mg per day, route not reported) for peritonitis. The outcome of this event is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was doing fine and on an unreported date, recovered from the event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.